Event description:
This lead was implanted on (B)(6) 2000 and remains implanted at this time. A call to technical services placed on 10/01/2013 states that livi an device has a fractured lead and reprogramming to asynchronize, discussed option of electrocautery mode and that it would pace asynch and not deliver any tachy therapy, did not know what was fractured on the lead and technical services said that if they had big issue on the lead that it may not deliver the energy to capture. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).